Event description:
Customer alleged discrepant blood glucose results of 288 mg/dl, hi (greater than 600 mg/dl), and 141 mg/dl when testing was performed within 5 minute on the compact plus system. Customer reported having no symptoms and did not report any treatment/action based on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.

Event description:
Reporter alleged that advantage test strips were labeled with an expiration date expiring in "07/31/2003". The manufacturer's electronic inventory system show the actual expiration date to be 07/31/1999. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.